Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the returned screw has sings of use at the screw-recess and some visible damage at the shaft thread on the head side. Furthermore, we have received back a metal chip, which seems to be from the screw thread, this thus confirming the complaint description. Document/specification review: no lot not number got provided/reported, based on this a document/specification review isn¿t currently possible. Dimensional inspection: during investigation the diameter and length was measured, the measure result is within accuracy. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. As no lot not number got provided/reported, we had to choose the latest drawing to do some measurements. Material or hardness review: no lot not number got provided/reported, based on this a material or hardness review isn¿t currently possible. Summary: as it got reported, the contact to another device led to this damage or/and that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during a mandible fixation surgery on (B)(6) 2019, a metal filing came off of the unknown matrix mandible plate when the matrix mandible screw was about to be placed in the patient. The issue happened when the surgeon was drilling into the side of the screw hole with the drill bit. The procedure was successfully completed with brief surgical delay reported. There was no adverse consequence to the patient. Concomitant device reported: drill bit (part/lot unknown, quantity unknown). This report is for one (1) 2.0mm ti matrixmandible screw 6mm. This is report 2 of 2 for (B)(4).